Manufacturer narrative:
The following reports are associated with this event: - 0009613350-2018-00020, - 0009613350-2018-00744 . As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on february 9, 2018, but was not available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported that the patient was implanted with a cls stem and a revision has been planned due to unknown reasons. Implants have been identified to be a cls spotorno stem and a cls spotorno expansion cup. As the identification of the stem was requested (in order to provide options for the head), it can be concluded that it remains implanted whereas the femoral head has been revised. Therefore the stem has been moved to the associated products. Review of received data: one undated x-ray has been received. The review has been done by a hcp. The necessity of a revision has been confirmed. The inlay has fractured and as a consequence the femoral head is displaced cranially in the acetabulum. The inclination angle of the cup was found to be very steep. With the available x-ray the inclination angle cannot be determined exactly, however it can be confirmed that it is steeper that the 40-45° which is the range of inclination angle described in the surgical technique. However, as there is no x-ray available which has been taken at an ealier point in time, it cannot be determined whether the cup has migrated or has already been implanted in a too steep angle. Due to this information, the inlay and femoral head have been now considered as main products related to the event. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product location is unknown. Conclusion summary: it has been reported that the patient was considered for a revision surgery due to an unknown reason. The review of the x-ray led to the conclusion that the inlay has fractured. The inclination angle of the cup was found to be too steep, however, it remains unknown whether the cup has migrated or has already been implanted in a too steep angle. Due to the fracture of the inlay, the femoral head has been displaced cranially. The product idenitfication as well as the implantation time remains unknown. Additionally it remains unknown, whether there has been any contributing condition to the event. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient was implanted an unknown hip head and that a revision surgery is planned for an unknown date due to unknown reason.